Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was not adjustable and the device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.